Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio inr: 0.8 and 3.6. The time between testing was minutes. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.